Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, high out of range impedance measurements were observed on the right atrial (ra) lead. As a result, this lead was removed and replaced. No adverse patient effects were reported.